Manufacturer narrative:
The cause for the discordant advia centaur cp troponin ultra result is unknown. A siemens field service engineer went on site and verified the wash station, and all aspiration and dispense lines. The wash station, probe assembly and the resuspend, ws, and acid ports and the magnets were replaced. The luminometer was cleaned. No conclusions can be drawn. There is no indication of an issue with the instrument. The summary and explanation of the test section of the instructions for use states the following; "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated advia centaur cp troponin ultra (tni ultra) result that did not repeat on the same instrument or another instrument. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni ultra result.